Event description:
Complainant alleged that while attempting to monitor a pt, this one device out of four would intermittently not power up. Customer did not indicate which device's of the four were effected. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Similar reports were submitted medwatch numbers 1220908-2011-03715, 1220908-2011-03719 and 1220908-2011-03720.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.